Event description:
The physician was attempting to deploy a medtronic bravo ph capsule and the deployment failed. The capsule fell into the patient's stomach. The handle/plunger did not break during the procedure. There was no patient injury.